Event description:
The physician deployed the embolization coil into a loosely packed portion of coil mass near the neck of the acomm aneurysm. Very little coil length was deployed out microcatheter end. Approximately 1-2 minutes passed when during repositioning, the physician reported the coil released (detached) from the pusher. The coil was not entirely within the aneurysm. There were coil loops visible at the neck. The coil loops were manipulated into a permanent location by pushing forward with a chestnut medical 2mm retriever. The coil was not retrieved or withdrawn. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the pusher assembly was returned for evaluation on february 20, 2008. The returned pusher was visually analyzed under magnification. The pusher is damaged (bent) at the proximal connector. The lead wires are slightly separated from pusher core wire at most proximal 10.0" of pusher. The attachment monofilament/tether which acts as an anchor to hold the implant to the pusher is broken. The monofilament (tether) is white/opaque in appearance, consistent to being stretched. The implant was not evaluated as it was positioned within the patient. The microcatheter included appeared normal in specification. Root cause analysis: the root cause of this event could not be determined.